Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint light guide connector pin detached was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the impact of an excessive force or fall. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during transurethral resection (tur) therapeutic procedure which was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope had a loose pin. There were no reports of patient harm.